Event description:
It was reported the device was used during a lung volume reduction procedure. It was reported the tsw35 locked out on the first firing and the staples were exposed. It was reported the surgeon stated the black firing handle was not touched. There was no consequence to the pt. 6/16/1997 it was reported another tsw35 was opened to complete the procedure.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with prodcut inquiry # 973746. Visual inspections & results: batch number, k00t4v; cartidge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, bent and position/condition of wedge sleds, fired good. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "exposed the staples" during surgery. The instrument was returned in good physical condition. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, the restarted. When this occurred, the lockout tab on the cartridge became damaged. If the instrument's firing cycle is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.